Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Problem: delivery accuracy out of tolerance. Underinfusion/only history. The device was not available. Only the history data was sent for investigation. Results: the device history files from the day of occurrence on (B)(6) 2024 were investigated. A terumo 10ml syringe was selected at 2:17 pm. The syringe was filled with approx 4.6ml. Vtbi was set to 4.40ml. The infusion started with a rate of 0.2ml/h at 2:18 pm. The therapy was ended after 7 hours and 4 minutes by user at 9:22 pm. At this time, 1.43ml was infused. No abnormalities can be found in the device history files. Judgment: the complaint could not be confirmed.

Event description:
According to the event description: reason of complaint: suspected underinfusion of sc fentanyl. At (B)(6) 2024 2106 hours, user checked the pump had a remaining vtbi of 3.03ml on the pump whereas the physical syringe contained 3.2ml. No patient complications were reported as a result of this event.